Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the reported event occurred during an anterior cervical discectomy and fusion procedure and did not cause any surgical delay.

Manufacturer narrative:
Patient information was unavailable. Initial reporter unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the power cored to niu was unplugged. Plugging the power cord resolved the issue. The system then passed the system checkout and was found to be fully functional. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that in the spine software the camera was not connecting. There was no fault light on the camera and it had two green lights. Rebooting the system twice did not resolve the issue. Site proceeded with another navigation system. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.